Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
There is no documentation in the complaint file supporting a possible association between the liberty cycler and the patients¿ need to report to the ER with the following symptoms: severe shortness of breath, edema in the lower extremities, an elevated blood pressure and the reported episode with flash pulmonary edema. The patient performed a pd treatment utilizing deflex 2.5% in which the patient reportedly ¿felt much better¿ however, did experience abdominal cramps. It is unknown when the patient last performed ccpd therapy and/or the results of the ccpd treatment prior to reporting to the ER. Additionally, the patient has a history of hypertension (other medical history unknown) and was prescribed losartan 100mg in addition to clonidine, labetalol, nifedipine which were previously prescribed for hypertension. The pd nurse attributes the pulmonary edema and shortness of breath to allergies and hypertension and did not consider pd to be a significant factor in the events. A follow up will be submitted following complete evaluation.

Event description:
On (B)(6) 2017 it was reported during a follow up call on an unrelated event this end stage renal disease (esrd) patient using continuous cyclic peritoneal dialysis [cc (pd)] for renal replacement therapy (rrt) since (B)(6) 2017 had an episode of flash pulmonary edema. During a follow-up call on (B)(6) 2017 the pd nurse attributed the flash pulmonary edema to pre-existing bronchial allergies. Details surrounding the onset of symptoms are unknown. However, it was reported that the patient presented to the emergency room (ER) with symptoms of severe shortness of breath, edema in the lower extremities and elevated blood pressure. Reportedly, the patient received breathing treatments and was discharged the same day. The doctor advised the patient to use 2.5% delflex for pd therapy; the delflex 2.5% solution was not a new prescription as the patients¿ pd prescription includes 1.5, 2.5 and 4.25% solutions as needed to control fluid balance. The ¿patient felt much better after the 2.5% deflex exchange (details of treatment using the deflex 2.5% is unknown) but experienced abdominal cramps by using it.¿ no intervention was reported for the abdominal cramps experienced when using the 2.5% delflex. During the ER visit losartan 100mg was prescribed for the increased blood pressure (bp); effect unknown. However, the pd nurse did state the patients has a family history of hypertension and stated ¿the patient¿s bp never goes down below 150 and takes several medications for the hypertension.